Event description:
It was reported that the patient's right atrial lead was capped on (B)(6) 2017 due to fracture. The lead was fractured after a pacemaker was changed on (B)(6) 2017. Patient condition post procedure was not reported.